Event description:
On july 10, 2024, one customer reported to hologic that they had three discrepant results using the aptima hpv assay (lot 895916) on the panther instrument. The customer had been using hpv negative calibrators as an external quality control (eqc), that resulted positive while using master lot (ml) 895916. Due to the initial eqc result, the customer decided to retest all samples using the same aliquot and received three negative results upon retest. Hologic technical support informed the customer that hpv calibrators are single-use tubes and are not to be reused as an eqc. The customer decided to withhold the results due to initial eqc result, and reported the negative results to the patients accordingly. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.

Manufacturer narrative:
Hologic reviewed logs and kinetic curves provided by the customer. Hologic observed signs of positive and negative contamination. On july 23, 2024, a hologic molecular applications specialists (mas) visited the customer site and collected environmental swabs. The swabs were tested at hologic and indicated instrument and lab contamination. After multiple rounds of cleaning at the customer site, mas confirmed that the contamination was cleared, and the instrument was released to the customer. Hologic completed a risk assessment. There is no product impact. The inconsistent results were due to contamination found and confirmed at customer site and potential sample mishandling. Hologic has not learned of any adverse patient outcomes due to this event.